Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial number: (B)(4)) determined the battery was at reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins). During pre-op the rep attempted to interrogate the battery with the clinician programmer but received a "low device battery" warning. The rep attempted to use the recharger to charge the device. It was unable to establish a link between the recharger and the battery after several attempts and about 15 minutes of trying. It was reported the patient was under sedation when the ins was found to be unreadable. A new device was used for implantation. No patient involvement was reported. The issue was not resolved at the time of the report.